Event description:
On (B)(6) 2012, the patient contacted animas and stated that the time on the pump read 12:13pm when the time was suppose to be 12:24pm. The patient stated that she had the pump set to the correct time of day. The patient reportedly replaced the battery several times due to a battery life issue and it was unknown how long the battery was out of the pump and if this caused the time to change. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged time issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed typical usage alarms and warnings with several reboots recorded on the reported date of the alleged event. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the keypad was unresponsive which prevented complete functionality testing. The pump was opened for investigation and revealed contamination of the keypad flex which caused the pins to short. Investigation was unable to adequately investigate the complaint due to an unresponsive keypad.